Event description:
It was reported that a flo-gard infusion pump presented an f-38 alarm. It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was evaluated onsite by a field service technician. An alarm log review was performed and there was evidence that an f-38 alarm occurred. Visual inspection and functional testing were performed. The cause of the f-38 alarm was determined to be due to force sensing resistors (fsrs) being out of specification. To correct the condition, the fsrs were replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.